Event description:
Balloon wedge pressure catheter syringe for inflation defective. The rubber stop-gap became dislodged from the syringe plunger and was not usable. The physician noticed the damage prior to use on the patient and another syringe was substituted.